Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of a -16.5/2.0/112 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a replacement lens. Reportedly, "haptic was torn during implantation. The doctor did not explant it right away." Cause of the event was user error. The problem was resolved. "Patient is happy."